Event description:
It was reported that versacross connect was selected for use ih has been release that pericardial effusion occurred after watchman release and pericard set was used. The procedure was completed using original device. The return status of the product is unknown.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.